Manufacturer narrative:
A remstar auto a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of patient harm. During the evaluation of the device, the service technician observed that the device did not power on, there was dust contamination and a deteriorated foam. The device was scrapped by the service center after the evaluation was completed. Additionally, product UDI has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.